Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence and adhesion with surgical intervention. A review of the device history record for strattice lot s10573 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 26/mar/2024, pmqa received notification from legal that the plaintiff profile form was received associated with a related complaint (B)(4) which was previously reported under mrn 1000306051-2024-00030. This report is for the strattice device implanted (B)(6) 2009. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with strattice device on (B)(6) 2009. The patient underwent a ¿laparoscopic ventral hernia repair with mesh¿ on (B)(6) 2011. The patient underwent a ¿ventral¿ hernia surgery and was implanted with another strattice device on (B)(6) 2012. The patient underwent an ¿exploratory laparotomy, lysis of adhesions, excision of fistulous tract between skin & mesh, excision of entire mesh from the anterior abdominal wall with primary closure of anterior abdominal wall defect¿ on (B)(6) 2014. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain; recurrence; adhesions; abscess; infection; open wound/wound vac; fistula; mesh contraction/shrinkage; acute and chronic inflammation; intervention and removal surgery.¿ the form lists the conditions that were treated were ¿pain; recurrence; adhesions; intervention surgery¿ with approximate date of treatment of (B)(6) 2011. The patient also was treated for ¿pain; recurrence; abscess; mesh contraction/shrinkage; intervention and removal surgery¿ on or about (B)(6) 2013. The patient also was treated for ¿pain; recurrence; infection; open wound/wound vac; fistula; mesh contraction/shrinkage; acute and chronic inflammation; intervention and removal surgery¿ on or about (B)(6) 2014. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿covidien/medtronic ¿ parietex composite¿ on (B)(6) 2011. The form indicates that this device was removed on(B)(6) 2012 due to ¿mesh was felt to be pulling away.¿ the patient was implanted with another non-abbvie device, ¿covidien/medtronic ¿ parietene¿ on (B)(6) 2015. The form indicates that this device has not been removed or revised. The patient was implanted with a third non-abbvie device, ¿ethicon vicryl¿ on (B)(6) 2015. The form indicates that this device has not been removed or revised.